Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 546 mg/dl at the time of incident. Customer's other relevant blood glucose level was over 500 mg/dl and 219 mg/dl. Customer treated hyperglycemia with insulin pump. It was also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for insulin flow blocked alarm. Customer was assisted in performing a 5.0u fill cannula and the insulin exited. The insulin pump will not be returned for analysis.